Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product" and later reported "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken and missing piece of shell on anterior side assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed non penetrating nick on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "exchange due to patient¿s concerns with the product" and later reported "rupture." The device has been explanted.